Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed repeatedly. Staff experienced difficulty recovering the door. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer checked the system for the reported issue but was unable to duplicate the failure. Upon inspecting the latches in the tower door and noticed carbon buildup on the switches, which would eventually cause latch failures and replaced all the latches in the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.